Event description:
Information was received on 09/24/2016 indicating that a patient had been admitted to the hospital on (B)(6) 2016 for seizures the patient had possible status epilepticus. Follow-up with the patient's treating neurologist indicated that the patient was fine and nothing was wrong with the device. The neurologist declined to provide any more information. A programming history review was performed for the patient's generator to identify if any abnormalities had occurred. The last recorded information in the database was on (B)(6) 2015. Diagnostics indicated that the device was properly functioning and that the patient was at therapeutic levels. However no diagnostic information was available around (B)(6) 2016 when the adverse event occurred. Therefore the cause of the increase in seizures is unknown. No other relevant information has been obtained to date.